Event description:
It was reported that the p waves were low and possible undersensed events were noted on the electrogram. The right atrial (ra) lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.